Event description:
The customer reported a high reading of 140 mg/dl with the adc blood glucose meter. The customer self-treated with formetic 1000 mg (metformin), but subsequently lost consciousness. The customer had contact with a healthcare professional and treated with unspecified injection. A laboratory blood glucose result of 40 mg/dl was obtained; however, it is unknown when this result was obtained in relation to the provided adc meter reading. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the precision strips and optium meter were reviewed and the dhrs showed the precision strips and optium meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per customer report of "(B)(6) 2019". It should be noted that the expected usable life for adc blood glucose meters is five years. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading of 140 mg/dl with the adc blood glucose meter. The customer self-treated with formetic 1000 mg (metformin), but subsequently lost consciousness. The customer had contact with a healthcare professional and treated with unspecified injection. A laboratory blood glucose result of 40 mg/dl was obtained; however, it is unknown when this result was obtained in relation to the provided adc meter reading. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Performed visual inspection on the returned meter and no issues observed. Meter turns on with button depression and with insertion of retained strips. Performed control solution test using the returned meter and retain strips. Control solution test was satisfactory. No malfunction or product deficiency was identified.

Event description:
The customer reported a high reading of 140 mg/dl with the adc blood glucose meter. The customer self-treated with formetic 1000 mg (metformin), but subsequently lost consciousness. The customer had contact with a healthcare professional and treated with unspecified injection. A laboratory blood glucose result of 40 mg/dl was obtained; however, it is unknown when this result was obtained in relation to the provided adc meter reading. There was no report of death or permanent injury associated with this event.